Event description:
The reporter indicated that during a follow-up visit, the pt received multiple inappropriate shocks. Real time iegm shows t-wave oversensing. Telemetry indicates r-waves are between 1 and 2 mv, and lead impedance is stable at 480 ohms. The agc sense margin was reprogrammed to 2.7 to 1 from 5.3 to 1, and t-waves were no longer sensed.